Event description:
The patient reported a loss of therapeutic relief since (B)(6) 2016. It was stated that they had the device implanted on their right side to help control their left side, but are frustrated because their left hand still doesn't function properly and they can barely use it. The patient has gone back and forth with multiple adjustments with the healthcare provider (hcp) but nothing has helped, and according to the hcp they are using an "antiquated device" to make adjustments on the patient. The patient will continue to work with the hcp with regards to their loss of therapeutic effect. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.